Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the eval, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was reconditioned (discharged and recharged) to address the issue.

Event description:
The MFR received info alleging a ventilator's display screen was not working. The device was not in pt use.